Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018. Customer¿s blood glucose was 600 mg/dl at the time of hospitalization. Customer treated with intravenous fluid and insulin pump. The product will not return for the analysis.